Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital after passing out and receiving CPR. A drop in sensing and an increase in capture threshold were observed on the right ventricular lead. It was thought that the lead had become dislodged. Device reprogramming was performed. No other intervention occurred due to unrelated health issues.